Manufacturer narrative:
Qc was within the established ranges prior to and after the event. The customer performed maintenance before rerunning the samples and then verified them on their alternate analyzer. A field service engineer (fse) went on-site and replaced the 100ul syringe and t-valve.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer erroneously reported out 2 high creatinine (cr-s) patient results. There was no affect to patient treatment with regard to this event.